Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for obsessive compulsive disorder (ocd). It was reported that the patient¿s rechargeable implantable neurostimulator (ins) turned off for a few days somehow; the patient¿s husband is in the hospital and he usually ¿does it¿. The patient is unsure why it keeps turning off and it has happened multiple times; she had to do a high dose because ocd was so bad. Troubleshooting resulted in the patient checking the status and it was off; the patient was able to turn the device back on. Additional information was received from the patient that indicated that her stimulation shut itself off again. She has been in and out of the nursing home for her husband staying there and is not sure if something there turned her device off. Additional information has been requested regarding the device identifiers, cause, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.